Event description:
Healthcare professional reported right side "capsular contracture baker grade iii, pain", and "implant with some folds". Healthcare professional also reported "cystic formations measuring up to 0.8 cm in diameter, nodule in the breast", and "an ovoid nodule with heterogeneous signal is identified with some small cystic areas inside", which are not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ crease / folding of implant: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "contracture [baker grade unknown], pain", and "implant with some folds". Healthcare professional also reported "cystic formations measuring up to 0.8 cm in diameter, nodule in the breast", and "an ovoid nodule with heterogeneous signal is identified with some small cystic areas inside", which are not device-related. Device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown, pain", and "implant with some folds". Healthcare professional also reported "cystic formations measuring up to 0.8 cm in diameter, nodule in the breast", and "an ovoid nodule with heterogeneous signal is identified with some small cystic areas inside", which are not device related. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.